Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were in emergency room due to high blood glucose on (B)(6) 2018 with blood glucose this morning at 7am was 506 mg/dl and at 8am it went up to 550 mg/dl and over 600 mg/dl. The customer took insulin on pen and then blood glucose was 490 mg/dl and customer went to hospital and in the ambulance it was in 500 mg/dl and customer got it to 342 mg/dl. The customer treated their high blood glucose with fluids, insulin shot and insulin pen. The customer was wearing insulin pump during hospitalization. The customer reported that the infusion set's cannula was bent. The insulin pump, reservoir and sensor will not be returned for analysis.